Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('mine is left/abdominal pain/sharp stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section, gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain while using tampon or can feel it"), menorrhagia ("coded the surgical need to heavy periods"), adverse event ("I started having issues"), flatulence ("gas pain"), condition aggravated ("it has gotten significantly worse every year since for a total of 8 years of mysery"), cystitis interstitial ("cystitis interstitial") and headache ("headache on just one side"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, adverse event, flatulence, condition aggravated, cystitis interstitial and headache outcome was unknown. The reporter considered abdominal pain, adverse event, condition aggravated, cystitis interstitial, flatulence, headache, menorrhagia and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: abdominal pain, flatulence, pelvic pain, headache, interstitial cystitis, adverse event, condition aggravated". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Event " headache" was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('mine is left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section, gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("coded the surgical need to heavy periods"), flatulence ("gas pain"), pelvic pain ("pain while using tampon or can feel it"), adverse event ("I started having issues") and condition aggravated ("it has gotten significantly worse every year since for a total of 8 years of mysery"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, menorrhagia, flatulence, pelvic pain, adverse event and condition aggravated outcome was unknown. The reporter considered abdominal pain, adverse event, condition aggravated, flatulence, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. Reporter info added. Medical condition added: c section. Event added: flatulence, pelvic pain on 23-mar-2020: information from social media received. Added new reporter. Added new event adverse event nos and condition worsened nos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('mine is left/abdominal pain/sharp stabbing pain'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: caesarean section, gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain while using tampon or can feel it"), menorrhagia ("coded the surgical need to heavy periods"), adverse event ("I started having issues"), flatulence ("gas pain"), condition aggravated ("it has gotten significantly worse every year since for a total of (B)(6) years of misery"), cystitis interstitial ("cystitis interstitial") and headache ("headache on just one side"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, adverse event, flatulence, condition aggravated, cystitis interstitial and headache outcome was unknown. The reporter considered abdominal pain, adverse event, condition aggravated, cystitis interstitial, flatulence, headache, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media record: abdominal pain, flatulence, pelvic pain, headache, interstitial cystitis, adverse event, condition aggravated. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('mine is left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section, gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("coded the surgical need to heavy periods"), flatulence ("gas pain"), pelvic pain ("pain while using tampon or can feel it"), adverse event ("I started having issues"), condition aggravated ("it has gotten significantly worse every year since for a total of 8 years of mysery") and cystitis interstitial ("cystitis interstitial"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, menorrhagia, flatulence, pelvic pain, adverse event, condition aggravated and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, adverse event, condition aggravated, cystitis interstitial, flatulence, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: social media received. New event 'cystitis interstitial' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('mine is left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("coded the surgical need to heavy periods"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case was updated from nonserious incident to serious incident. Following event was added : mine is left. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.